Manufacturer narrative:
Asku

Manufacturer narrative:
(B)(4) manufacturing date is unknown at the time of this report. When it becomes available it will be sent in a supplemental MDR. Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
Added the manufacturing date for (B)(4). Correction (B)(4). Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received indicated the patient was hospitalization on (B)(6) 2010. The patient received two appropriate shocks for ventricular tachycardia and had some heart failure. Hospitalized again on (B)(6) 2010 for worsening heart failure and decreased kidney function. Creatine was 2.1 on admission. The patient's meds were adjusted; after diuresing they were discharged. Another hospitalizing occurred on (B)(6) 2010 for shortness of breath. Diuretics adjusted, creatine was now 2.87. The patient was stabilized and discharged. At that time the ejection fraction was 30-35%, anterior akinesis and mild to moderate mitral valve regurgitation and mild right ventricular dysfunction. The patient was then seen in the clinic on (B)(6) 2011 for follow up. Then seen in the clinic on (B)(6) 2011 for device a check which was normal function. The recommendations were to continue the plan of care. The patient died 9 days later. Manufacturing date for (B)(4). (B)(4). Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately three months post implant of a bi-ventricular implantable defibrillator. Causes of death per death certificate are pulse less electrical activity, respiratory failure, and cadiogenic shock. Circumstances surrounding the death have been requested and not received.

Event description:
Asku